Event description:
It was reported that during a thyroid procedure, the device clip did not advance into jaws and when surgeon squeezed handle and deployed clip, it (clip) would not stay on vessel. The loose clips were removed. These same issues occurred with two additional devices. A fourth device of same product code was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Surgeon did not report any. Were any unexpected noises heard?no if so, when? Did anything unexpected happen prior to this incident? No. Were the devices fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? Hippa. Does the patient have any relevant history of surgical treatments? If so, what? Hippa. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The analysis results found that the msm20 was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.